Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Customer¿s other blood glucose was 248 mg/dl. The customer was treated with food, fun size snicker, pepsi. Troubleshooting was done for low blood glucose and over delivery. Customer stated that led blinked on and off. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not in auto mode. The insulin pump will not be returned for analysis.